Event description:
Healthcare professional reports a blood leak noted into the dialysate at onset of the patient treatment. The dialyzer was removed and new disposables were used to continue the treatment without incident. Estimated blood loss of 200cc reported. Reuse number 24 of dialyzer. No patient injury or medical intervention noted by customer.